Event description:
It was reported that the right ventricular (rv) lead had a lead warning for rv defibrillation coil and superior vena cava (svc) coil impedance trends both showed out of range measurements that were high and contained identical data. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388tc pacesetter competitor lead, implanted (B)(6) 2001. (B)(4).